Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an inoperative "open" key on channel c was confirmed during product evaluation. The assignable cause was a damaged keypad flex cable. The keypad was replaced to correct the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which the open key on the channel c pumphead keypad was inoperative. This condition has the potential to interrupt delivery. There was no adverse event, patient injury or medical intervention associated with this report. There was no patient involvement. There is no further complaint information available. The user interface module master software version is currently unknown.